Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that only the distal segment of the lead was received. An external insulation abrasion which breached the outer insulation and exposed the outer coil at 29.7 cm to 31.5 cm from the distal tip. The abrasion was consistent with exposure to constant friction against another implantable device or features of the heart.

Event description:
This report is to advise of an event observed during analysis.